Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced high impedance the day after being implanted. The patient reported feeling symptoms associated with a malfunctioning battery and so the battery was replaced that day. The surgeon used a revision kit and generator still showed high impedance. The generator was replaced and high impedance was resolved. No other relevant information has been received to date. The suspect device has not been received to date.

Event description:
The device was received into product analysis. Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. A review of the data dump from product analysis revealed that high impedance was first seen on 09/23/2022, not 09/24/2022 as initially reported. No other relevant information has been received to date.

Manufacturer narrative:
Supplemental #1 failed due to a ¿duplicate report¿, therefore this supplemental report is a duplicate of supplemental #1 report to ensure the information is successfully submitted to the FDA. A ¿passed¿ acknowledgement was not received from the FDA for supplemental #1 due to the esg outage that occurred between 01/27/2023 ¿ 02/01/2023.

Event description:
The device was received into product analysis. Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. A review of the datadump from product analysis revealed that high impedance was first seen on 09/23/2022, not 09/24/2022 as initially reported. No other relevant information has been received to date.